Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer ref: 2030404-2020-00015. During an atrial ablation procedure, a pericardial effusion occurred. While mapping the left atrium, the patient became hypotensive. An echocardiogram revealed a pericardial effusion. The effusion did not require intervention and the patient is in stable condition. There were no performance issues with any abbott device.